Manufacturer narrative:
No sample were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review, and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact will another instrument on the instrument tray during procedure setup. Although the exact root cause for this complaint is unk, improvements have been made to the mfg process to reduce process variability and improved inspection methods have been added. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the following process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that the knives had poor cutting performance during procedures involving three pts. The incisions were rather sheared, not precise, and increased in size. Postoperatively, the pt presented with keratitis at the incision site. Add'l info has been requested.